Event description:
It was reported that during a lap prostatectomy procedure, the clips were falling out of the jaws of the device and were not feeding correctly. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.